Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be submitted.

Event description:
Report received from the (B)(6) stating that the device had a cosmetic defect. It is unk if injury was not being used during surgery, it is unk if injury or medical intervention occurred. There was no add'l info provided.